Manufacturer narrative:
Device evaluation of integrated battery charger sn (B)(4) has been completed. The reported problem (charger won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The root cause for the charger not powering on could not be positively identified. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient's charger was unable to power on.